Event description:
The on-site contact believes a tech plugged this unit in in error not realizing it was one of the units that they were going to report to us for the recall. The recall unit allegedly caught fire.

Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter. Remains unclear if this malfunction occurred during maintenance or servicing or during normal use.